Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 11/11/2024. On the same day, it was reported that the pediatric patient was at home with a low-grade fever due to a bacterial infection. According to the parent, the dexcom sensor started giving inaccurate readings, the cgm reading was low with a downward arrow and the bg reading was 130 mg/dl. Despite attempts to calibrate, the readings remained off by 30-40 points, and the parent couldn't recall the exact values. This was followed by a sensor error (documented in (B)(4)). The parent switched to manual mode for insulin as the cgm was not providing accurate numbers. They tested the patient's ketones at home, which were very high, maxing out the test panel. The patient began vomiting, so the parent took him to the hospital. There, he was treated with ibuprofen for the fever and a IV saline. The cgm device was removed, and they relied on bg meter readings. The patient was diagnosed with dka. The patient was discharged after 8 to 9 hours . At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.